Manufacturer narrative:
Weight and ethnicity: unknown; requested but not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Multiple attempts have been made to obtain additional information regarding the event; however, to date, no additional information is available. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this po number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was fully inserted in the patient's right eye and removed and replaced in the same procedure due to the lens being scratched/cracked. The patient had a lateral capsular tear. The outcome does not significantly interfere with activities of daily life. Another johnson & johnson iol was implanted as the replacement lens (same model, same diopter). The patient has recovered. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 14, 2022. Section h3: evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, lens damage around the spare tire could be observed. No further issues could be observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint of lens damaged was identified during product evaluation; however, based on the investigation results the issue could not be confirmed to be related to the manufacturing or design process. The cosmetic issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.